Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2011, and a total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, clicking, squeaking, discomfort, soreness, lack of mobility, metal poisoning, metallosis and, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed the surgery dates and that the modular head and taper insert were removed and replaced on (B)(6) 2013. An upcoming left hip revision procedure has been indicated by patient's legal counsel for an unknown reason. No left hip revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2011, and a total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, clicking, squeaking, discomfort, soreness, lack of mobility, metal poisoning, metallosis, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed the surgery dates and that the modular head and taper insert were removed and replaced on (B)(6) 2013. No left hip revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to pain and the presence of cloudy fluid, synovitis, tissue necrosis and metal reaction. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-01515 / 01516 / 01517 / 01518 / 01519 / 01520).